Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range shocking impedances. The clinic will continue to monitor the system. There were no adverse patient effects reported.